Event description:
On (B)(6) 2012, a gore hybrid vascular graft was implanted in an a-v access application. The procedure was performed in the pt's right upper arm, from the brachial artery to axillary vein. On (B)(6)2013, the pt presented with a massive hematoma. An angiogram was done. Hematoma and laceration of the gore hybrid vascular graft was observed. An interposition graft was placed. The gore hybrid vascular graft remains implanted.

Manufacturer narrative:
Review of device mfg record history confirmed device met pre-release specifications.